Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the battery connector of their device was broken. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.